Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. Upon review of the electrograms intermittent sensing was also noted. The device remained implanted.